Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient presented to the operating room for an unrelated radiofrequency ablation procedure. During procedure, failure to sense and failure to momentarily pace were observed on the implantable cardioverter defibrillator; the patient experienced a brief period of asystole as a result of the pacing issue. It was noted that the device sensing issue was no longer evident following the conclusion of the procedure. It was noted that the patient was asymptomatic.